Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 70 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume tests.

Event description:
It was reported by the customer that the unit failed while on a patient. The flight crew said when they placed the ventilator on nppv mode, it would not initiate a breath and they tried several times to set it up and could not get it to work properly. The ventilator was alarming "blower demand" during this event. A carefusion authorized service technician bench tested the unit for 6 hours and could not duplicate the issue, but the customer want to send the unit in to carefusion still to be tested again. There was no patient harm associated with this complaint.